Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient had 2 post op visits and the implant was healing within normal limits. Implant exposed and torque tested to 32nxm without problems. The patient contacted office and complained of swelling and pain. The patient had developed an infection at implant tooth site #10, with associated pain and inflammation. Therefore, the implant was removed.